Event description:
Additional information received reported that the old therapy had worked perfectly.

Manufacturer narrative:
Concomitant products: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type extension; product ID 3487a, lot# l42373, implanted: (B)(6) 1997, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a possible problem with the implantable neurostimulator (ins) was reviewed / suspected /alleged. The patient stated that the ins battery had been ¿dead¿ since about 1.5 years ago. The patient stated the healthcare professional (hcp) told him the device components should be removed and replaced since the system was no longer working. The patient also noted that they were injured in a car accident about a year prior to report and needed an MRI. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had a car accident in 2013 and sometime prior to the accident they had ¿very very bad muscle spasms¿. The patient was in the hospital ((B)(6) 2013) and the manufacturer¿s representative checked their ins and it was not working at that time. It was also noted that the patient had a previous ins removed for an MRI and a new ins was implanted. The patient continued to have recurrent muscle spasms and was hospitalized for 2 days. Further information received the following day reported the patient was provided with drugs to settle down the spasms (5mg tablet diazapan, 1mg hydromorphone, metroclocomide; lorazapan, 25 mg benedryl) and was allowed to leave the hospital after 2 hours when the medications warned against driving. Following this, it was alleged the patient crossed the double lines and crashed ½ to ½ mile from the hospital and struck a telephone pole. The patient had 9 surgeries and had their knee replaced (and was to have another knee replacement in (B)(6) 2016).

Event description:
It was later reported that the patient was to have a new spinal cord stimulator placed ¿this¿ friday. The patient was in ¿a lot of pain¿ because of the lead wire which was removed. The patient stated he wanted the device implanted on the left buttock because he had a lot of pain in their abdomen from the removal of the prior device. The patient ¿guessed¿ the scar tissue built up, was sensitive, hard and caused quite a bit of pain. The doctor had the patient get an MRI to find out where the scar tissue was before he put in a new lead. The patient usually slept on his right side. The patient stated the entire previous system was taken out.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, explanted: (B)(6) 2014 product type: extension. Product ID: 3487a, lot# l42373, implanted: (B)(6) 1997, explanted: (B)(6) 2014, product type: lead. B)(4).

Event description:
Additional information received reported that when the lead was explanted it was "impacted with scar tissue." The patient stated that it was a "complete disaster" and caused "a lot" of post-operative pain. The patient noted that they still had spasms in the right foot. It was also noted that the device was explanted because the patient was in an accident on (B)(6) 2014. The patient stated that they had a shoulder issue from the accident. It was noted that the patient needed an MRI after the accident and so the device was explanted for the MRI. It was noted that the patient recently fell off of a friend's roof (10 days prior to (B)(6) 2014). It was noted that the device was already explanted at the time of the fall. The patient wanted to know if the device had been used for bone injuries. The patient was redirected to the healthcare professional (hcp).

Event description:
Additional information received reported that the patient had the stimulator taken out so he could have an MRI ((B)(6) 2014) due to a car accident. The patient stated the MRI was not due to the stimulator. The patient had it removed so he could have the MRI because of a car accident. The patient stated a doctor said that the patient had too much scar tissue, it was "too risky" and he would not put in the implantable neurostimulator (ins). However, the patient stated he was going to have a new ins placed and that a doctor said it could not go back into the spine because there was too much scar tissue but there were other places that the lead and battery could go. The patient wanted to know what places they could go. The patient stated he knew for test purposes sometimes "the lead can be put into the site where the lead is." The patient stated there was a pocket by the belly button where the ins was located. The "cable" went around the patient's muscle and the lead was in the base of the spine. The patient noted it was for pains in the right heal. The patient was redirected to the healthcare professional (hcp) regarding questions as to possible locations for device placement.

Manufacturer narrative:
(B)(4).